Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing and high rate nons-sustained episodes. In addition, there was a high number of sensing integrity counter (sic) recorded. The patient had undergone an ablation procedure the day prior. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.